Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d1, d2, d3, d4, g5-510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number are unknown. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported event. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
This file represents a (B)(6) year old women who sustained a traumatic fracture of her right elbow involving both the ulna and radius (radial head) w/soft tissue damage. On or about (B)(6) 2016 surgery was performed (open reduction internal fixation). The ulna fracture was reduced with a plate and cortical screws (no mention of manufacturer stated), and the radial head fracture was beyond repair thus replaced with a radial head arthroplasty (prosthetic radial head size 22 and intercortical stem size 9, no mention of manufacturer stated) and soft tissue stabilization of the joint was secured with fiberwire sutures. Collateral ligamentous structure were secured to their ulnar insertions using a mitek anchor (anchor type not stated). While progressing through physical therapy patient continued on pain medication and complained of stiffness and neuropathy (shooting pain down arm) (B)(6) 2016. At this point patient was in a hinged brace and physician noted to increase physical therapy. On (B)(6) 2017 physician exam, ordered CT scan and suggesting removal of the plate and screws might relieve patients discomfort issues. CT scan performed (B)(6) 2017. On (B)(6) 2017 physician visit explained operative option to remove plate and screws from well healed ulna, lysis of adhesions and osteophytes related to fracture healing. Estimated additional 50% range of motion improvement after post-operative therapy which would start 1 week post-op the removal surgery, which patient agreed to. On (B)(6) 2017 patient had removal surgery. Ulnar plate and screws were removed (noted that synthes 3.5 cannulated screw set was used for removal instruments), boney ossifications were smoothed/removed, scar tissue was released, and elbow showed 100% range of motion intra-operatively. Lateral collateral ligament structures were re-repaired/reinforced. On (B)(6) 2017 pt states she is responding well to therapy. On (B)(6) 2017, physician discussed revision surgery for the radial head arthroplasty, concerned that waiting may result in a more difficult revision due to bone loss. Plan to proceed with revision surgery. On (B)(6) 2017 revision surgery takes place. Removed existing implant (totally loose) and replaced with new larger acumed stem size 10 and same size 22 head. Cleaned and released scar tissue. Revision was successful with good intermedullary fit and full range of motion. On (B)(6) 2017 occupational therapist reports that patient experiences ongoing pain and decreased range of motion. On (B)(6) 2017 physical therapist reports that patient denies pain, just soreness but very happy overall with movement. Already able to feed herself. (B)(6) 2017 patient denies pain ¿my elbow is doing better and my wrist is also moving better as well.¿ on (B)(6) 2017 physician states she is doing remarkably well. Continue therapy and full weight bearing as tolerated. Will re-visit in 8 weeks when hopes to final follow-up.